Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection revealed that the needle was found stuck into the shaft of the device. The needle tip was broken near the lower jaw. A manufacturing record evaluation was performed for the finished device lot number: 66262, and no non conformance were identified. According with the visual inspection result, this complaint can be confirmed. The possible root cause for the needle broken tip can be attributed to repeatedly passing the needle through excess tissue causes the needle to fatigue and break; the gun possibly has seen heavy use and repeated cleaning/ sterilization cycles this can lead to a stuck condition and damage the needle. As per IFU: to load the expressew ii or expressew iii suture needle into the flexible suture passer, insert the sharp end of the needle into the rear of the instrument (near handle) with the flag up. With the jaw closed, actuate the needle deployment lever once to confirm that the needle deploys and retracts. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 2 of 2 for (B)(4). It was reported by the sales rep that during a shoulder rotator cuff repair procedure on (B)(6) 2022, it was observed that the expressew iii needle device got jammed in the slot on the expressew iii autocapture + suture passer device while in use together. During in-house engineering evaluation, it was determined that the needle was found stuck into the shaft of the device; and the needle tip was broken near the lower jaw. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.